Event description:
It was reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Customer's blood glucose level was over 600 mg/dl. Customer loaded a new cartridge to address the elevated bg and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.